Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 126 mg/dl (meter), 190 mg/dl. Tests were done within 10 minutes with difference of 34%. Pt did not experience any adverse events. No further info has been reported.